Manufacturer narrative:
The cause for the falsely elevated advia centaur xp ckmb result is unknown. The instrument is performing within specification. No further evaluation of the device is required. The instruction for use states the following in the interpretation of results section: "serial sampling at the appropriate time intervals will result in the typical rise and fall pattern of ck-mb levels in patients experiencing myocardial infarction. Elevated ckmb levels may be related to non-ami events such as congestive heart failure, strenuous exercise, or trauma. These events should be considered when interpreting ck-mb results."

Event description:
A falsely elevated advia centaur ckmb result was obtained by the customer and reported to the physician. The physician questioned the result as the patient did not have any cardiac symptoms. Repeat testing was performed on a different sample tube and the result was lower. The customer pulled the sample in question from the refrigerator and found that the serum was clotted. The customer repeated the samples before and after this sample and both results were negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant ckmb result.